Manufacturer narrative:
Results: there was a small piece of material missing from the distal end of the neuron max. Conclusions: evaluation of the returned evaluation of the returned neuron max revealed a small piece of the distal tip was ripped off. If the packaging mandrel is unsecured from its packaging tape, it may slide into the packaging tube and pin the distal tip of the neuron max. If the device is retracted further, it is likely the distal tip will become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the neuron max 6f 088 long sheath (neuron max) got stuck in the packaging. Upon manipulating to remove the neuron max from the packaging, the tip of the neuron max sheared off. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.